Manufacturer narrative:
Lab analysis suggests that the white colored particle consists primarily of calcium phosphate and organic material. Neither of these materials are used in the manufacture of the bl3170 handpiece. The product evaluation confirmed the existence of the white particle, however, the source of this particle is not from the bl3170 handpiece based on the lab analysis of the white particle. The actual source of the white particle was not able to be determined, and therefore, the root cause is unknown / inconclusive.

Manufacturer narrative:
Evaluation completed. The bl3170 handpiece was not returned. One blue irrigation sleeve was returned in a small plastic vial. There was a small amount of an unknown fluid in the vial with a white particle floating in the fluid. Microscopic examination found the irrigation sleeve tip was bunched up and the tip was inverted. After gently straightening the tip, it was discovered that the tip was torn on the side and at the edge of the tip. The cause of the damage cannot be determined. Inspection of the white particle found that it was hard to the touch and was approximately 20 microns or smaller. The cause of the damaged irrigation sleeve cannot be determined. The white colored particle was microscopically examined using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). The white colored particle consists primarily of calcium, carbon, and oxygen. Lesser concentrations of phosphorus and aluminum were also detected. This is consistent with calcium phosphate and organic material. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete.

Manufacturer narrative:
A serial number was not provided; therefore, the device history records could not be reviewed. Further investigation underway.

Event description:
The user facility in (B)(6) reported the surgeon found a white particle enter the patient's eye during a phaco procedure. The particle has been retrieved and waiting for collection for analysis. There was no patient impact.